Event description:
Customer reported with an issue of channel leaking during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found an error b30 (scope communication error) and no image displayed. This report is being submitted for scope communication error and no image (reportable event).

Manufacturer narrative:
Initial reporter name and address: (B)(6). The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: full inspection for endoscope was performed and confirmed the defects mentioned by the customer: leakage test was performed and leakage was detected at instrument channel. In addition, the following defects were found during full inspection: bending cover adhesive is chipped. Insertion tube is dented. Error code b30 was displayed and no image was observed. Endoscope ID is not displayed. Whole scope is fluid invaded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the device leaking and water invading while the user was handling the device. This led to an abnormality of electric parts which resulted in the error message. The event can be detected/prevented by handling the device in accordance with the instructions for use: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.